Manufacturer narrative:
--

Event description:
Additional information was received indicating that the patient had recurrent bacteremia and multiple wounds to the feet. The patient also had endocarditis which likely seeded from the recurrent foot infection. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.